Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing during an episode of supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.